Manufacturer narrative:
(B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors had particulate matter on the tubing. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 19, 2019 - september 23, 2019. H10: one (1) actual sample was received for evaluation. Visual inspection revealed a reddish-brown particle embedded in the tubing line. The particle was not in the fluid path. The particle was subsequently identified to be polyvinyl chloride (pvc) via fourier transform infrared spectroscopy (ftir). Pvc is the raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition was determined to be a manufacturing issue. The other four (4) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.